Event description:
Adverse event narrative (lasik-associated chronic ocular complications and psychiatric impact): I underwent bilateral lasik in (B)(6) 2022. Prior to surgery, I had no history of chronic dry eye, neuropathic ocular pain, or functional limitations. Since lasik, I have experienced persistent dry eye symptoms that have progressively worsened. At the time of surgery, I understood lasik to be safe and effective and did not understand that dry eye could be chronic, progressive, and functionally limiting. In (B)(6) 2025, symptoms acutely worsened following prolonged exposure to dry and windy conditions. I became homebound for approximately one month due to severe photophobia and ocular discomfort, eventually requiring medical leave from work. I have since returned to work on a reduced schedule with ongoing limitations. Current symptoms include persistent dryness requiring continuous lubrication, nocturnal dryness disrupting sleep, fluctuating vision, photophobia, mild chronic neuropathic pain (right eye), reduced screen tolerance (from ~12 hours/day baseline to ~6¿8 hours/day maximum), and ocular irritation exacerbated by environmental exposure. I have been documented to have incomplete blinking contributing to tear film instability. Clinical findings (2025¿2026) include reduced tear production (schirmer's as low as 3 mm od, 5 mm os), variable and often reduced tbut (0¿10 seconds), positive mmp-9, decreased corneal sensitivity, mild central corneal nerve fiber reduction on confocal microscopy, recurrent superficial punctate keratitis, pingueculae in both eyes, and mild to moderate meibomian gland dysfunction. MRI and rheumatologic evaluation were unremarkable. Diagnoses include moderate to severe aqueous-deficient dry eye disease, corneal nerve dysregulation post-lasik, neuropathic ocular pain, early neurotrophic keratitis, decreased corneal sensitivity, and suspected central sensitization. Treatment has been extensive and ongoing, including topical immunomodulators (cyclosporine), corticosteroids, autologous serum eye drops, perfluorohexyloctane (miebo), tyrvaya, punctal plugs, ipl (4), ilux (4), zest (1), and systemic neuromodulators (gabapentin, duloxetine, low-dose naltrexone, among others), along with continuous supportive measures (moisture goggles, humidification, protective eyewear). Despite maximal therapy, symptoms remain persistent and functionally limiting, requiring continuous management. I experience severe psychological distress related to this condition, including recurrent suicidal thoughts on a daily basis, particularly during symptom exacerbation and reduced functional capacity. No alternative systemic etiology has been identified. This report is submitted to document persistent, treatment-refractory ocular surface disease following lasik with significant functional and psychological impact.